Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. All blades present and secured within the blade pads. No issues with blade or pad lifting were noted. A visual examination identified that the balloon was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified the inflation lumen found to be separated in two areas: at 1mm proximal to the guidewire lumen, and at 6mm proximal to the guidewire lumen. Inflation of the balloon could not be completed due to this issue. Multiple hypotube kinks were also noted during analysis. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, after passing through the lesion, the balloon was not dilated (no pressure). However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, after passing through the lesion, the balloon was not dilated (no pressure). However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.